Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) and the patient. It was reported that the cause of the issue was unknown by the hcp as the patient cancelled their upcoming appointment. The patient said their concern was infection at the site. The patient said no actions were taken and the white head was still there, but no puss was coming out. The hcp requested a picture from the patient on (B)(6) 2020, but they received no response. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient recently had their device in spine updated. Patient reported almost daily his wife was getting puss out of where it was put in him. Patient reported they knew this was not right. Patient stated it had been going on for a couple of months. Patient reported there was a big pimple with a white head right over top where the ins was implanted in his hip. Patient noticed it about a month ago. Patient was concerned if it could be an infection. No further complications were reported/anticipated.